Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Noise was noted on the right ventricular (rv) lead. Lead replacement was discussed. The patient was stable before, during and after the event. No further information is available at this time.

Event description:
New information received states that an asymptomatic patient presented via remote transmission and then came into clinic for a follow up. Upon interrogation, lead noise was noted on the right atrial (ra) and right ventricular (rv) leads. Noise was reproduced during in clinic testing with arm movements. Possible clavicular crush or lead to lead abrasion was suspected. As the patient was dependent they planned to perform programming changes to prevent oversensing. The programming changes were not made at this time. The physician planned programming changes in next scheduled clinic visit and if it is unable to be programmed around, the physician might perform lead revision. The patient was in stable condition.